Event description:
It was reported that during a gastrectomy procedure, the tissue pad fell off and was retrieved from the patient's body. Also, an error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.